Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that whitish foreign material was clogging the nozzle. Due to this clog, there were air and water flow issues. This finding was due to insufficient cleaning of the scope or handling problem and or because of an accumulation and clog during the procedure. Upon further inspection, it was observed that the plastic distal end cover and light guide lens were cracked. It was also observed that the lock knob was missing. It was observed that the bending angulations were out of specification. It was also observed that there was an abnormal noise coming from the right and left knob. Lastly, it was observed that the universal cord was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope was fogging as the patient¿s colon rises, causing the practitioner to no longer see anything. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was clogging the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material clogged in the nozzle - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage was noted where the foreign material remained. Despite 3 good faith attempts, it was not possible to obtain any information regarding reprocessing steps by the user facility. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU: operation manual chapter 3 preparation and inspection states how to detect the event. IFU: reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. Olympus will continue to monitor field performance for this device.